Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced exhibited noise with oversensing and high pacing thresholds. During ra lead revision, the right ventricular (rv) lead was damaged. Subsequently, the entire system was explanted and a new system was implanted. No additional adverse patient effects were reported.